Manufacturer narrative:
Sections with additional information as of 26-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058 added : poor tech-inaccurate reference user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated she had just performed a blood test and had obtained a result of 47 mg/dl; customer did not disclose if the result was fasting or non-fasting. The customer reported having a headache; medical attention was not needed at the time of the call. While attempting to troubleshoot, call got disconnected. Technician attempted to call customer back four times but was unable to contact. No further information was able to be obtained.